Event description:
It was reported that inadequate capture, high defibrillation impedance, and high pacing impedance were noted on the right ventricular (rv) lead and low p-wave amplitude was noted on the right atrial (ra) lead. The rv lead and the ra lead were capped and replaced during an unrelated procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.